Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the patient experienced abdominal pain following a lead replacement surgery. The physician performed a surgical procedure to remove scar tissue which resolved the patient¿s pain issues.